Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 27.7 mmol/l at the time of incident. Customer reported that the reservoir lip ring was broken. Customer reported that the reservoir was able to locking in place. Customer reported that the insulin pump had cosmetic damage. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.